Event description:
The customer reported to olympus, during a bronchoscopy, the subject device fractured in the patient's airway when sampling a station 11r lymph node. The device fragment was 2cm long and successfully retrieved from the patient using olympus endojaw alligator model fb-211d forceps. There was a two (2) minute procedural delay when the device broke and retrieved while the patient was under moderate sedation. The intended procedure was cancelled. A post-operative chest x-ray confirmed no retained fragments and no pneumothorax. The patient was asymptomatic post-operatively. The subject device was not inspected prior to use.